Event description:
Note: this report pertains to one of two related complaint devices. Refer to manufacturer report # 3005099803-2010-02662 for the other associated device information. It was reported to boston scientific corporation that an endostat iii electrosurgical unit and an endostat iii foot switch were used during a procedure. According to the complainant, the unit does not burn consistently. It is unknown if there was a patient or procedure involved in this incident. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) unknown if there is any patient involvement. (B)(4) inconsistent burn. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.